Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir and infusion set had air bubbles. Customer stated that the she was unable to fill the reservoir with insulin and also unable to get rid of the large air bubbles in it. No harm requiring medical intervention was reported. The device will be returned for analysis.